Manufacturer narrative:
Details of complaint: on 10/21/2019 customer stated that the input unit was generating an air leak error on the host monitor. Customer had replaced cuff and hose. Device pumps up to 160 and holds; does not deflate. Customer performed diagnosis in-house and concluded that input unit needed a new pump and solenoid. On 10/31/2019 customer stated the unit was repaired but did not give further details. Service requested: requested part# and pricing. Service performed: provided information to customer. Investigation conclusion: as the risk was assessed to be low, and where the pump functionality is a regular inspection item and is replaceable, no CAPA is required. This issue is recommended to be tracked and trended.

Event description:
The customer reported that the bedside monitor (bsm) failed during patient monitoring. The device gave an "air leak" error message. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) failed during patient monitoring. The device gave an "air leak" error message. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the bsm: input unit: model: ay-653p-a0, serial #: (B)(4), UDI #: (B)(4), approximate age of device: 110 months, device manufacturer date: 06/22/2010. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, unique identifier (UDI) number, approximate age of device. No serial number was provided, so the age of the device in unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that the bedside monitor (bsm) failed during patient monitoring. The device gave an "air leak" error message. No consequence or impact to the patient was reported.